Event description:
Vascular closure device failure of the left 6 french perclose proglide, with left groin hemorrhage. During the pre-close portion of the endovascular aneurysm repair, one of the 6 french perclose proglide devices malfunctioned. The foot plate on the device did not retract properly to the neutral position allowing normal removal of the device. This resulted in the device almost being stuck in the femoral artery. With manipulation the proglide device was removed, it caused damage to the patient's left common femoral artery. This resulted in emergent surgical cut down, and arterial repair to the left common femoral artery.